Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the patient is complaining of spasticity symptoms. There appeared to be difficulty in administering a bolus dose. A myelogram was performed and the patient responded well to the baclofen dose. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.